Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) device, which was implanted on (B)(6) 2019, worked well for a couple of years. The device was consistently inflated 3-5 times a week. Then it stopped working properly around on (B)(6) 2024. When trying to inflate the device the patient couldn't get the "pop" of the valve from the pump. He would squeeze the pump and nothing would happen. The pump didn't appear to be refilling, and it would feel like it was just a puff of air when the pump was depressed. He would try for 10-12 times over a 5-10 minute time period. Then he would wait and try again the next day. There were times when it would go for weeks without inflating, then suddenly it would inflate. Then the cycle would start all over again. The patient met with his urologist on (B)(6) who was also unable to inflate the device. A few months ago, when trying to inflate the device the patient found the valve was already popped and it would start inflating. So, for a couple of months the patient kept the device slightly inflated all of the time, now, the device appears to be working as intended about 90% of the time.